Event description:
Pt w/ subglandular periareolar salines (unk size/type/MFR - no records) for augmentation in '94. Pt states they have always been unhappy with result. They are, to pt, too large and their scars were quite bad to begin with; but pt's main c/o has been that they feel they have had "mxn" to them. Pt developed systemic symptoms shortly after, which are progressive. These include arthralgias, positive morning stiffness/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, fevers/hot flashes/chills, recurrent uri's, headaches, visual changes, dizziness, memory loss, sicca, oral sores, rashes, sensitivity to sun/cold & chemicals, positive raynaud's, rt pleurisy, chest pain/costochondrosis, choking sensation, weight gain, gastrointestinal/genital-urinary symptoms, thirst and anemia and allergies. Pt is otherwise healthy.